Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 379 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours. The doctor advised the patient to inject 6 units utilizing an insulin pen. The pod has been discarded.